Event description:
It was further communicated on (B)(6) 2025 that the damage to the bend relief was not discovered during pump prep, however the site did not examine it for damage while placing it onto the outflow graft (ofg). The damage was noticed by the surgeon when they were sewing the ofg and stretched the ofg to examine it for cutting. They called the territory manager up to the table and asked if it was ok for the fenestrations to be all the way across. That was when they pulled it from the sterile field and replaced it with another bend relief. It was stated that they have since started examining all bend reliefs before snapping them onto the ofg.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned product confirmed damage to the outflow graft bend relief; however, a specific cause for the damage could not conclusively be determined through this evaluation. Visual inspection of the outflow graft bend relief revealed a circumferential cut adjacent to the first fenestration. The cut extended along approximately 80% of the circumference in that location. The remainder of the bend relief as well as the outflow graft were unremarkable. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the available device history records for outflow graft with bend relief, lot number (B)(6) showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the doctor noticed the outflow graft (ofg) bend relief was fenestrated all the way across causing it to be damaged beyond use. This was noticed at the time of implant. The site opened another implant kit and used a new ofg bend relief. They took this out of a sterile packaging that included both the ofg and bend relief. The implant proceeded without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.